Event description:
Came in for end of life pm battery characteristics, on magnet mode. Patient pm dependent. Lead testing prior to battery replacement showed less than 300 ohms, indicating breakdown of insulation. Lead capped & left in place. New lead inserted. MFR aware of lead capping per removed product report and signed report 2/21/97.